Event description:
A patient reported blood glucose results of 7.7mmol/l and 9.7mmol/l with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calulated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.